Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer treated with 2 novolog pens and his sugar went down to 300 mg/dl. The customer also reported low reading of 65 mg/dl. The customer treated with a snack. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.